Event description:
It was reported that the pump which was recalled due to an occlusion, had failed the 20 milliliter test. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found top case cracked/chipped by the front right and left bottom corners. Cracked/chipped right and left plunger case, broken/missing seal on bottom case and visible contamination. Functional testing found device config /crc 3f98 (drug library) file shows monoject syringe model selected, but "20 ml" monoject syringe is not selected in syringe file. Recalibrated, performed self test and syringe test. The root cause of the reported issue was found to be user error. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information was received by ICU medical and attached on (B)(6) 2022: this pump failed the pm test. No patient injury.